Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia and the insulin pump had blank display. Blood glucose level was 400 mg/dl. Customer went from the swimming and then insulin pump did not turning on. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated display was blank currently. Customer was advised to remove the battery and insert battery alarm did not displayed on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. It was unknown whether the customer using auto mode at the time of reported event. No troubleshooting was offered for high blood glucose because insulin pump was shut off. The insulin pump will be returned for analysis.